Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain in my pelvic region on and off') and endometrial ablation ('ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("shooting pain in the left side of my back"), abdominal distension ("bloating"), pain ("generally achy"), fatigue ("tired"), memory impairment ("memory/foggy issues with my brain") and arthritis ("arthritis"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and hip arthroplasty ("hip replacement") and was found to have weight increased ("unexplained weight gain"). The patient was treated with surgery (ablation). Essure was removed. At the time of the report, the pelvic pain, endometrial ablation, back pain, weight increased, abdominal distension, pain, fatigue, memory impairment, arthritis and hip arthroplasty outcome was unknown. The reporter considered abdominal distension, arthritis, back pain, endometrial ablation, fatigue, hip arthroplasty, memory impairment, pain, pelvic pain and weight increased to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: pelvic pain, back pain, endometrial ablation, abdominal distension, fatigue, weight increased, hip arthroplasty, memory impairment, arthritis, pain. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received:-event pelvic pain upgraded to incident and removal details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain in my pelvic region on and off') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. 58565) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis, uterine leiomyoma, adenomyosis and paratubal cyst. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("shooting pain in the left side of my back"), abdominal distension ("bloating"), pain ("generally achy"), fatigue ("tired"), memory impairment ("memory/foggy issues with my brain") and arthritis ("arthritis"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and hip arthroplasty ("hip replacement") and was found to have weight increased ("unexplained weight gain"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy with removal of bilateral fallopian tubes and ovaries). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometrial ablation, back pain, weight increased, abdominal distension, pain, fatigue, memory impairment, arthritis and hip arthroplasty outcome was unknown. The reporter considered abdominal distension, arthritis, back pain, endometrial ablation, fatigue, hip arthroplasty, memory impairment, pain, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012 concerning the injuries were reported in this case, the following ones were described via social media: pelvic pain, back pain, endometrial ablation, abdominal distension, fatigue, weight increased, hip arthroplasty, memory impairment, arthritis, pain. Most recent follow-up information incorporated above includes: on 1-dec-2020: medical record received. Lot number, reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain in my pelvic region on and off') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. 58565-not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis, uterine leiomyoma, adenomyosis and paratubal cyst. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("shooting pain in the left side of my back"), abdominal distension ("bloating"), pain ("generally achy"), fatigue ("tired"), memory impairment ("memory/foggy issues with my brain") and arthritis ("arthritis"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and hip arthroplasty ("hip replacement") and was found to have weight increased ("unexplained weight gain"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy with removal of bilateral fallopian tubes and ovaries). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometrial ablation, back pain, weight increased, abdominal distension, pain, fatigue, memory impairment, arthritis and hip arthroplasty outcome was unknown. The reporter considered abdominal distension, arthritis, back pain, endometrial ablation, fatigue, hip arthroplasty, memory impairment, pain, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012. Concerning the injuries were reported in this case, the following ones were described via social media: pelvic pain, back pain, endometrial ablation, abdominal distension, fatigue, weight increased, hip arthroplasty, memory impairment, arthritis, pain. The lot number reported (58565) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain in my pelvic region on and off') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. 58565-not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis, uterine leiomyoma, adenomyosis and paratubal cyst. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("shooting pain in the left side of my back"), abdominal distension ("bloating"), pain ("generally achy"), fatigue ("tired"), memory impairment ("memory/foggy issues with my brain") and arthritis ("arthritis"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and hip arthroplasty ("hip replacement") and was found to have weight increased ("unexplained weight gain"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy with removal of bilateral fallopian tubes and ovaries). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometrial ablation, back pain, weight increased, abdominal distension, pain, fatigue, memory impairment, arthritis and hip arthroplasty outcome was unknown. The reporter considered abdominal distension, arthritis, back pain, endometrial ablation, fatigue, hip arthroplasty, memory impairment, pain, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012. Concerning the injuries were reported in this case, the following ones were described via social media: pelvic pain, back pain, endometrial ablation, abdominal distension, fatigue, weight increased, hip arthroplasty, memory impairment, arthritis, pain. The lot number reported (58565) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and hip arthroplasty ("hip replacement"), experienced pelvic pain ("lot of pain in my pelvic region on and off"), back pain ("shooting pain in the left side of my back"), abdominal distension ("bloating"), pain ("generally achy"), fatigue ("tired"), memory impairment ("memory/foggy issues with my brain") and arthritis ("arthritis") and was found to have weight increased ("unexplained weight gain"). The patient was treated with surgery (ablation). At the time of the report, the endometrial ablation, pelvic pain, back pain, weight increased, abdominal distension, pain, fatigue, memory impairment, arthritis and hip arthroplasty outcome was unknown. The reporter considered abdominal distension, arthritis, back pain, endometrial ablation, fatigue, hip arthroplasty, memory impairment, pain, pelvic pain and weight increased to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: pelvic pain, back pain, endometrial ablation, abdominal distension, fatigue, weight increased, hip arthroplasty, memory impairment, arthritis, pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and hip arthroplasty ("hip replacement"), experienced pelvic pain ("lot of pain in my pelvic region on and off"), back pain ("shooting pain in the left side of my back"), abdominal distension ("bloating"), pain ("generally achy"), fatigue ("tired"), memory impairment ("memory/foggy issues with my brain") and arthritis ("arthritis") and was found to have weight increased ("unexplained weight gain"). The patient was treated with surgery (ablation). At the time of the report, the endometrial ablation, pelvic pain, back pain, weight increased, abdominal distension, pain, fatigue, memory impairment, arthritis and hip arthroplasty outcome was unknown. The reporter considered abdominal distension, arthritis, back pain, endometrial ablation, fatigue, hip arthroplasty, memory impairment, pain, pelvic pain and weight increased to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: pelvic pain, back pain, endometrial ablation, abdominal distension, fatigue, weight increased, hip arthroplasty, memory impairment, arthritis, pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.